Event description:
It was reported that an esophageal perforation and death occurred. On (B)(6) 2018 a watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Patient had an uncomplicated and successful watchman procedure. The following day, air was notice in the mediastinum during a routine chest xray. At this time, a swallow test was performed, discovering an esophageal perforation caused by the probe of the intraprocedural transesophageal echogram. A covered stent was placed, and the patient was put on a feeding tube and a ventilator. The patient was able to communicate through head motions. On (B)(6) 2018 the physician recommended a tracheotomy, but the patient refused through shaking his head no. At this time, the patient was taken off the ventilator and the patient expired. Of note, it was reported per medical personnel patient died of complications relating to the esophageal perforation resulting from the tee probe that was used during the procedure. It was also reported that the patient had a history of an underlying breathing condition for which he took inhaled steroids. The implanting physician believed this caused thinning of the esophageal tissue.